Event description:
Healthcare professional reported "capsular contracture, baker grade IV" and later "giant cell granuloma type". This record is for the left side. The device was explanted.

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). Phone number:(B)(6). The event of "granuloma and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and capsular contracture, bake grade IV.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV" and later "giant cell granuloma type". This record is for the left side. The device was explanted.

Manufacturer narrative:
Clarification to b3: partial date of 2025 provided. Additional, changed, and/or corrected data: a4, b3, d1, d2a, d2b, d4, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV" and later "giant cell granuloma type". This record is for the left side. The device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.